Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok, up and down arrow keypad buttons had delay responses, and required hard presses to elicit a response. The patient reported a tear near the up and down arrow buttons, but was unsure which issue occurred first. The patient reportedly wore the pump in a pocket and cleaned the pump by dusting it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.